Manufacturer narrative:
The device is in the process of being evaluated. A follow-up MDR will be submitted when the evaluation is received or should additional information become available.

Event description:
The facility reported a failure code 812:02 found before use. There was no patient involvement. There have been no incident reports filed since the last baxter service event. No additional information.